Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a gall bladder procedure, the surgeon was having problems with the clips forming. There were no patient consequences. Case completed with another device of the same product code. One device was discarded.